Event description:
On july 20, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying the battery indicator symbol. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The mas reviewed the recorded telephone call to obtain information. On july 24, 2006 the mas mailed a letter requesting the patient contact medical affairs. On event day, in the morning the patient noted the reported meter was displaying the battery indicator; he was unable to obtain a blood glucose reading. According to the owner's booklet for this meter, the meter will display the battery symbol when there is not enough power left to perform a test; the battery must be replaced. The patient had not been testing his blood glucose level 'for a while' due to the battery indicator displayed on the reported meter. After the use of the meter, the patient started to experience the symptoms of feeling faint and "delusional." The patient administered self-treatment by taking insulin, type and dose unknown. The patient took himself to the emergency room, where at 8:30 am his blood glucose level was "in the 400's' mg/dl. The patient was treated with insulin and other unspecified medications. The patient was admitted to the hospital with a diagnosis of hyperglycemia. The patient's morning blood glucose readings while hospitalized were 75 mg/dl, 95 mg/dl, 125 mg/dl, 115 mg/dl; no result was greater than 150 mg/dl. It would have been helpful to determine how long the patient had been unable to test due to the battery issue on the meter, if any meal had been taken prior to becoming symptomatic, his previous blood glucose readings, his medication regimen, the dose of insulin taken, and his specific treatment in the emergency room. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had not replaced the meter's battery according to manufacturer's recommendations. According to the owner's booklet, the expected battery life is 1000 tests or approximately one year. The meter, test strips and control solution were replaced. Although the patient had not replaced the meter's battery as recommended, he became hyperglycemic with symptoms, while not being able to test his blood glucose levels on the reported meter. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.